Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But swg was kinking during insertion. Md judged it as a defective product so finished the procedure with new kit without abnormality". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly, ars/needle, dilator, and catheter-over-needle for analysis. The components contained obvious signs of use in the form of biological material. Visual analysis revealed that the guide wire contained one slight on the body near the distal end. Microscopic examination confirmed the proximal and distal welds were spherical and intact. The bend in the guide wire measured 578 mm from the proximal weld. The total guide wire length measured 601 mm, which is within the specification limits of 596-604 mm per the guide wire graphic. The guide wire outer diameter measured .806 mm, which is within the specification limits of .788-.826 mm per the guide wire graphic. The returned guide wire was able to pass through the returned ars/needle and dilator with minimal resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained one minor bend. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But swg was kinking during insertion. Md judged it as a defective product so finished the procedure with new kit without abnormality". No patient harm reported. The patient's condition is reported as fine.